Manufacturer narrative:
According to the information received, an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable." The manufacturing number is (B)(4).

Event description:
In clinical trial patient (B)(6), the patient experienced persistent stress incontinence due to sling placement, which was determined to have a causal relationship with the study device.